Event description:
It was reported the patient last charged the ipg approximately a year ago. The ipg would no longer communicate with the patient programmer and charger. Surgical intervention occurred where the ipg was explanted and replaced.

Manufacturer narrative:
Charger does not turn on was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.